Event description:
Customer reports that the device produced a result of 82.8. No mmol/l was reported to be on the screen, but customer stated she was unsure. No action was taken based on device result. Customer also reported that the display appeared 'garbled' at the top and 10 different letters appeared on the display. Requested return of suspect device and replacement was sent.